Manufacturer narrative:
Manufacturer ref#: (B)(4). Complaint conclusion: as reported by the field, during an endovascular embolization, an 4mmx23mm enterprise2 ® vascular reconstruction device (encr402312, 9309019) was placed in the target site and tried to release. The doctor observed that distal markers of stent were converged which could not be opened. During the process of trying to retract the stent and releasing the stent again, the prowler select plus 150/5cm microcatheter (606s255x, lot unknown) migrated back automatically. The doctor retracted the stent and adjusted the microcatheter (mc), but it was still unable to position the microcatheter in target site. The doctor removed the microcatheter and stent from patient, then completed the surgery. Additional event information received on 30-may-2025 indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during advancement of the device. The stent did not appear damaged. There was no vessel or aneurysm factors that may have contributed to the incomplete expansion. There was additional intervention performed to attempt to expand the stent. The incomplete expansion did not result in stent migration or embolization of the stent. There was no blood flow restriction. There was a procedural delay/prolongation due to the event, however, the prolongation did not result in a patient adverse consequence. The device was returned to j&j medtech for further evaluation. A non-sterile 4mmx23mm enterprise2 ® vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damages was noted. Further inspection was performed under a microscope, the delivery wire was inspected along its entire length, and no damages were found. The stent was found still inside the introducer. The stent was observed in good condition, with no structural damage (i.e., no broken struts, no kinks). A functional test was performed; a lab-sample prowler select plus was flushed using a lab sample syringe. After that, the unit was introduced into the prowler select plus, and it advanced, no resistance/friction was felt when the stent passed through the hub area nor along the entire length of the microcatheter. The stent was inspected under magnification and no abnormalities were found on it (i.e., no broken struts, no kinks). The issue reported regarding the distal markers of the stent not being fully opened was not confirmed since the stent fully expanded during the analysis. It is possible that the marker bands may have converged together but apposed to the vessel wall. Although no product defect was identified, there may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. There is no indication that the issues reported in the complaint are a result of a defect inherently related to the enterprise device. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot: 9309019. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since no issues were encountered, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. Position the stent for deployment by aligning the stent positioning marker of the delivery wire with the target site. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during an endovascular embolization, an 4mmx23mm enterprise2 ® vascular reconstruction device (encr402312, 9309019) was placed in the target site and tried to release. The doctor observed that distal markers of stent were converged which could not be opened. During the process of trying to retract the stent and releasing the stent again, the prowler select plus 150/5cm microcatheter (606s255x, lot unknown) migrated back automatically. The doctor retracted the stent and adjusted the microcatheter (mc), but it was still unable to position the microcatheter in target site. The doctor removed the microcatheter and stent from patient, then completed the surgery. Additional event information received on 30-may-2025 indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during advancement of the device. The stent did not appear damaged. There was no vessel or aneurysm factors that may have contributed to the incomplete expansion. There was additional intervention performed to attempt to expand the stent. The incomplete expansion did not result in stent migration or embolization of the stent. There was no blood flow restriction. There was a procedural delay/prolongation due to the event, however, the prolongation did not result in a patient adverse consequence. Additional event information was received on 04-jun-2025 indicating that the user ¿mainly adjusted the angle¿ of the stent and released it, but it failed to open.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.